Manufacturer narrative:
Review of the device mfg record history. Review of device mfg record history confirmed device met pre-release specifications. The engineering eval stated that visual exam revealed the device lumen is occluded at one end, with a reddish-brown substance. The exam found no anomalies attributable to the MFR of the device. The investigation is currently in progress.

Event description:
On (B)(6) 2010, an aortopulmonary shunt was performed with a pulmonary angioplasty on a (B)(6) pt. On (B)(6) 2011, it was reported the physician suspected an infection and some clotting. The shunt was removed and it was found to be well incorporated. The pt is in recovery.